Event description:
While placing the aortic valve, a leaflet broke during suturing. The valve was explanted and replaced. The pt expired postoperatively due to other health problems. No info has been received to indicate the death is valve related.